Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device biopsy channel was observed to be leaking and failed the leak test. The insertion tube was found with cut, dents and scratches. Scope connector back cover were observed to be loose. Image guide (oes) were found with excessive light guide breakages. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that the device was found with leaks. No further details provided regarding the event . No patient involvement on this report. No user harm or injury reported due to the event.

Manufacturer narrative:
The following field was updated. This supplemental report is being submitted to provide the remaining investigation results. As part of the investigation, the device history record (DHR) and instructions for use (IFU) were reviewed. The review of the DHR did not identify any abnormalities or anomalies during production. The product was shipped in accordance with the specifications. The following statements are provided in the IFU regarding the insertion: ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ the root cause could not be identified. However, probable causes include handling of the treatment tools and the addition of external force when inserting and removing.